Event description:
Pt reported that a side by side comparison between the ss meter and a hcp meter was 71mg/dl (ss-capillary) and 141 mg/dl (hcp-venous), respectively (50% difference). Tests were fasting. No symptoms were reported. On follow-up, pt confirmed the above results and indicated to lfs rep that meter was working well and did not want a replacement meter at this time. Lfs rep reviewed qc procedures and discussed meter/lab comparisons with pt. There was no allegation of harm.